Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Medical products - rhk knee bearing catalog #: 159430 lot #: 2519187 and rhk right std resurf femur catalog #: 154976 lot #: 2393924. Foreign report source: (B)(6). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple mdrs were filed for this event, please see associated reports: 3002806535-2017-00451.

Event description:
It was reported the patient underwent a right knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately two years post-implantation due to peri-prosthetic fracture. No additional patient consequences were reported.